Event description:
It was reported to baxter (B)(4) that the home choice machine (hc) sounded system error 2240 in drain 4 of 6. The home patient (hp) was not connected to the machine at the time of the alarm. The technical service representative (tsr) had the hp cycle power until the alarm cleared. The therapy was ended. The tsr advised the hp to inform nurse of the alarm. The patient had pulled the patient line/transfer set connection apart in order to use the restroom. No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The complaint was confirmed, based on the customer report, and was caused by use error. A 510(k) number will not be provided in the emdr, because the exact cassette product is unknown at this time.